Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/ chronic pelvic pain.') In an adult female patient who had essure (batch no. 43652- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nicotine abuse, gastritis, premature rupture of membranes, failed induction of labor, cesarean section, anemia, back pain, cervical dysplasia and adenomyosis. Concurrent conditions included pain menstrual. Family history included cancer (father), diabetes (mother), stroke (mother) and stroke (mother). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury /depression"), anaemia ("blood or heart disorder/ condition: anemia") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal infection ("bladder/urinary problems: vaginal infection"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal,"). On an unknown date, the patient experienced genital haemorrhage ("general, abnormal bleeding"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy: other (nos)/ allergic reaction"). The patient was treated with ferrous sulfate and surgery (robotically assisted laparoscopy with bilateral salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, hypersensitivity, depression, vaginal infection, heavy menstrual bleeding, anaemia, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for - pain and bladder/ urinary problems. Essure confirmation test: no (as written per pfs, please note discrepancy). Following deployment, 5 intracavitary coils are noted on the right and 7 intracavitary coils are noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on an unknown date: high grade squamous intraepithelial lesion gardnerella vaginalis positive. Haematocrit (%) - on an unknown date: 20.1 %; on an unknown date: 36.4 %; on an unknown date: 28.2 %. Haemoglobin (g/dl) - on an unknown date: 6.9 g/dl; on an unknown date: 6.9 g/dl; on an unknown date: 8.7 g/dl. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anemia, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 13-may-2021: this case become serious incident. Mr received. Reporter information, patient's medical history, explant date and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic pelvic pain.') In an adult female patient who had essure (batch no. 43652- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nicotine abuse, gastritis, premature rupture of membranes, failed induction of labor, cesarean section, anemia, back pain, cervical dysplasia and adenomyosis. Concurrent conditions included pain menstrual. Family history included cancer (father), diabetes (mother), stroke (mother) and stroke (mother). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury /depression"), anaemia ("blood or heart disorder/condition: anemia") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal infection ("bladder/urinary problems: vaginal infection"), heavy menstrual bleeding ("abnormal bleeding (, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal,"). On an unknown date, the patient experienced genital haemorrhage ("general, abnormal bleeding"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy: other (nos)/ allergic reaction"). The patient was treated with ferrous sulfate and surgery (robotically assisted laparoscopy with bilateral salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, hypersensitivity, depression, vaginal infection, heavy menstrual bleeding, anaemia, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for - pain and bladder/urinary problems essure confirmation test: no (as written per pfs, please note discrepancy) following deployment, 5 intracavitary coils are noted on the right and 7 intracavitary coils are noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on an unknown date: high grade squamous intraepithelial lesion gardnerella vaginalis positive. Haematocrit (%) - on an unknown date: 20.1 %; on an unknown date: 36.4 %; on an unknown date: 28.2 %. Haemoglobin (g/dl) - on an unknown date: 6.9 g/dl; on an unknown date: 6.9 g/dl; on an unknown date: 8.7 g/dl. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anemia, dyspareunia, pelvic pain lot number-43652is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.